Event description:
Customer reportedly received results of 135 mg/dl and 265 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.